Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleges to have "stopped using the device and then went into the hospital for two weeks due to afib. So patient started using device again because he doesn't want to go back to the hospital. Alos while in hospital device fell and now it is making loud noise." There is no report of medical intervention being required. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged that, he stopped using the device and then went the hospital for two weeks due to afib. So patient started using the device again because he does not want to go back to the hospital. Patient also complaint about that while he was in hospital device fell and then the device is making loud noise. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected internally and externally observed that, right panel assembly and the air outlet port had dust like contamination. Dust like contamination at the air input, near and under the ui rotary knob, on the top and inside of the blower box lid and surrounding area and on the bottom of the blower motor and inside of the bottom enclosure. The manufacturer also observed that pca had significant dust contamination all over the top of it, the rotary knob area also had fibers/hairs contamination, pca copper edge pins had unknown corrosion on them. Inside bottom of the blower box had unknown dust like contamination and tiny fibers/hairs in it. Air inlet seal had yellowed and had white dust like contamination on it. The sound abatement foam was intact and had significant dust-like contamination on top of it. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found eleven error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that unable to directly address the symptoms outlined in the complaint. Confirmed that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Manufacturer can confirm the complaint of a noise. The manufacturer observed multiple contaminants, likely from external source. Sections d8, d9, h2, h3, and h6 were updated.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the soundabatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging anissue related to a CPAP device's sound abatement foam. The patient alleged to experience atrial fibrillation. There was no medical intervention required by the patient. The reported event of atrial fibrillation and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The patient was hospitalized and there was no medical intervention required by the patient. The device has not yet returned to the manufacturer for evaluation and at this time, no further investigation can be performed. Ifany additional information is received, a follow up report will be filed. Sections b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-13496-1 with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows: section b1 was corrected to adverse event and product problem (only product problem was checked in previous MDR). Section b2 was corrected to other serious or important medical events (previously it was blank). Section h1 was changed from malfunction to serious injury. Corrected information was provided in section g1. Section h6- health impact code was corrected.